Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump displayed a reset screen. During troubleshooting it was determined that the pump battery fully depleted. The customer received a low power alert followed by a low power alarm before the pump shut off. It could not be confirmed if the pump shut down due to insufficient power due to the customer not charging the pump. There was no reported impact to the customer's blood glucose level. Reportedly the customer will continue to use the pump for insulin therapy.